Event description:
It was reported that the right ventricular lead had a possible lead fracture. Intermittent noise and oversensing was also noted, which could not be replicated in the clinic. The pace/sense portion of the lead was capped and a new pace/sense lead was implanted. No patient complications have been reported as a result of this event.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. 2 - patient alerts for lead failure predictor on (B)(6) 2011 23:34:35 and (B)(6) 2011 03:46:42. 9 - ventricular nst<=200 ms between (B)(6) 2011 19:50:34 and (B)(6) 2011 02:52:41. 1 - vf=190 ms average v-cycle on (B)(6) 2009 11:09:51.